Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.

Event description:
In 2008, the sales rep reported that during a minimal invasive surgical procedure (mis) for lumbar fusion, the driver would not hold the closure tops. The surgeon used another driver within the kit to finish the case as intended. There was no surgical delay.